Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on the customer was hospitalized due to low blood sugar (bg) levels. Bg not provided. No additional patient or event information was provided and customer declined follow up from tandem technical support.